Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was from a low blood glucose event. The caller stated that the customer had unresponsive due to a low for a couple of days that may have led to the customer's passing. The customer¿s blood glucose was 36 mg/dl at the time of paramedic evaluation. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. No further information was provided. The caller declined to return the insulin pump for analysis.